Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and manufacturer¿s representative. An appointment of (B)(6) 2014 was noted.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05sc4, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was not getting enough relief. It was noted the manufacturer temporarily turned the patient¿s stimulation off. It was reported the patient felt stimulation before the device had opportunity to be turned on again. It was noted the patient¿s stimulation was too high when turned back on and was decreased to comfortable levels. It was reported the patient was to try the program for a month before switching programs.